Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.